Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and was hospitalized. The customer reported a blood glucose value of 540 mg/dl when admitted to the hospital. The customer reported feeling sick/unwell as the symptoms of hyperglycemia. The customer was treated with an IV insulin drip (intravenous insulin infusion) during hospitalization. The customer reported the following led up to the event: insulin flow blocked message. The customer also reported a blank display due to the pump being off for a week during hospitalization. The event involved product(s) mmt-1884, mmt-397a, mmt-332a. Troubleshooting was performed for the reported events. The customer reported a blank display. Battery cap contacts and battery compartment and/or springs were not damaged. The display returned after cleaning contacts and after inserting a new battery. The pump was not dropped/bumped or exposed to moisture. The customer reported high blood glucose due to an insulin flow block. The insulin flow blocked alarm was a past event and was resolved. The customer declined to continue troubleshooting. It was unknown whether the insulin pump system was used within 48 hours of the reported event and whether the auto mode/smartgaurd feature was active at the time. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.